Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -17.5/3.5/104 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).